Manufacturer narrative:
The investigation confirmed that non-reproducible, higher than expected troponin I and tsh results were obtained from two different patient samples when tested on a vitros 5600 integrated system the most likely assignable cause is instrument related as well wash and signal reagent condition codes had been posted on the analyzer on the day that the events occurred and a review of the intellicheck information showed higher than optimum well wash sds for multiple assays. This is further supported by imprecision observed in the vitros tropi es qc results on the day that the events occurred. In addition the customer observed fluid in the well wash purge stations and in the microwell incubator itself, on the following day. Following service which included replacement of the waste bottle cap and associated fluidics tubing and valves and connectors, and the final well wash tubing, a vitros troponin I es within-run precision test was performed which met all guidelines and acceptable qc results were obtained, confirming that the instrument performance has been restored to expected operation. Based on historical quality control results, a vitros tsh lot 5530 or vitros tropi es lot 2700 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 2700 at, or below, the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. In addition, pre-analytical sample processing could not be ruled out as contributing to this event, as the customer is not following the sample tube manufacturer¿s recommendation for sample centrifugation. It is possible that cellular debris due to poor sample preparation was present in the affected sample, although this could not be confirmed.

Event description:
The customer observed non-reproducible, higher than expected troponin I and tsh results from two different patient samples when tested on a vitros 5600 integrated system sample 1 troponin I result of 0.45 ng/ml versus the expected result of < 0.012 ng/ml sample 4 tsh result of 17.5 miu/ml versus the expected result of 2.25 miu/ml biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected tropi es and tsh results were reported from the laboratory, however; corrected reports were issued based on the results from the repeat testing. No patient treatment was started, stopped, or altered based on the results reported. Ortho was not made aware of any allegation of patient harm. (B)(4).